Manufacturer narrative:
Product complaint # (B)(4) d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. C22 ¿ photo investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any harm to the reported patient or user? No was there a significant delay? No if available, please provide the product order number (po). Na how was the product purchased? Not through our distributor is there an indication of how the product was distributed? No is there any indication of the source? No based on the packaging, is there any indication of which market the original genuine product may have come from? No was the device used on a patient? If so, was there any patient consequence? Yes, and there were no indications of adverse events. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. No investigation summary this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show a logo of ethicon sarl with direction puits godet 20, neuchatel ch-2000 switzerland. As the device was not returned, an analysis investigation could not be performed. The photos show multiple labeling discrepancies such as the writing style and font of the product artwork did not match the information on file. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. A manufacturing record evaluation was performed for the finished device batch 109xu9, 1951s-11 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. While attending a surgical procedure, the use of a surgicel original was observed that had not been purchased from our distributor and was labeled as batch 109xu9. Changes in the packaging design led the team to suspect the product might be counterfeit, so they alerted the johnson team. The ethicon logo, located on the bottom, was what prompted the team to question its authenticity. No adverse patient consequences were reported. Additional information was requested.